Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The pump dose had been decreased from 753 mcg/day to 100 mcg/day over the course of a week. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2016 it was reported that at least 1 week ago, the patient had pocket erosion; the device came through the patient's skin. It was also reported that the patient had a uti (urinary tract infection), but the physician did not feel that the pocket was infected. No other patient symptoms were reported. A partial system explant was performed. The pump and part of the catheter was removed. They were unable to remove the catheter from the spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.